Event description:
Rt called to bedside due to ventilator malfunction. Patient found connected to mechanical ventilator (draeger v500) via ett with no waveforms or data reading on ventilator. Patient removed from mechanical ventilator and manual ventilation performed with ambu bag. Bilateral breath sounds auscultated and ett in same spot as previously documented. Partner rt turned ventilator off without placing ventilator into standby mode first. Consistent piercing ventilator alarm noise audible. "Kill switch" engaged on side of ventilator to stop alarm. Malfunctioning ventilator removed from room. New vent brought into room, set up, and patient placed on new ventilator on previous settings. Patient ventilating appropriately on new ventilator. Attempted to troubleshooting malfunctioning ventilator, but when turned on piercing ventilator alarm noise persists. Ventilator cleaned and placed in respiratory equipment room for biomed. Patient was not harmed or had any known adverse effects due to malfunction that rt was made aware of.